Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a maxzero connector that was attached to injector tubing leaked all over the CT chest angio testing table. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of leakage from a maxzero valve was not confirmed nor replicated. Visual inspection of the valve noted no damage or anomalies. Functional and pressure testing was performed; no leaking was observed. The root cause was not identified.